Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt experienced pain and no stimulation. The pt had no communication and could not obtain telemetry. The pt usually charged her stimulator on a weekly basis, but reported charging more than expected. Two pmrs were attempted together and 1 pmr was attempted on a separate day without success. X-rays on (B)(6)2010 indicated no displacement. The pt was referred for a replacement.